Event description:
The patient reported that subsequent to the implant of a marlex mesh sling using vesica screw in 1997, the screws became dislodged and were removed and replaced with another set of screws when the protegen sling was implanted 2 months later. The patient was not sure if the marlex sling was removed when the protegen sling was implanted. Subsequent to the implant of the protegen sling, the patient experienced discharge, urinary tract infections, vaginal bleeding, pain, and voiding difficulties requiring catheterization. The patient reported the sling was lowered 2 months later. They also reported they now has a knot on the left side of patient's vagina. The device remains in the patient. Therefore, no failure analysis is available. Directions for use outline as potential complications: loss of fixation and/or pullout of bone anchors...infection...urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure.